Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Mrb.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increased threshold and drastically rising pacing impedance. A lead revision was performed and pacing impedance measured in range at 696 ohms. This rv lead remains in service. No additional adverse patient effects were reported.